Manufacturer narrative:
October 06, 2015 10:08 am (gmt-4:00) added by (B)(6): (B)(4). The product was investigated under complaint (B)(4). In the laboratory of the manufacturer' during visual. Inspection of the product a broken welding point of the reservoir was. This additional complaint was opened in order to cover the failure. No evidence was provided that this failure was noticed within the initial complaint report. The manufacturer's review of the quality control process indicated that a 100% functional inspection for crack is conducted during transport. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root cause which led to the described failure could not be identified. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary' due to this no further action will be completed at this time.

Event description:
During investigation of complaint, an additional malfunction was found in the laboratory of the manufacturer. It has been detected during visual inspection that the reservoir of this set was also damaged (blue welding points where broken). (B)(4).